Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, he experienced a severe hypoglycemic episode and passed out. He stated that his cgm was showing values ¿in range¿ at the time. The patient further stated that during times when the cgm was providing values ¿in range, his actual bg meter readings were ¿30-40+ mg/dl higher or lower¿. The patient was also wearing a tandem insulin pump. No other patient or event details were available. Attempts to reach the patient back for further event clarification were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It was reported that the cgm readings were 30-40+ points off compared to bg meter readings. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.